Event description:
The patient was diagnosed with cancer in her sacrum in 2014. The pump was implanted for her cancer pain. The patient was experiencing several symptoms the more they increased her medication. She was wondering what the usual symptoms of the medication in the pump were. At first her hcp (healthcare professional) thought it was because she had her fentanyl patch on, so he asked her to remove it and thought that her symptoms would go away. Then she was told that the symptoms might be withdrawal from removing the fentanyl patch because some of her symptoms could be withdrawal symptoms. The patient had used the fentanyl patch from (B)(6) 2014 until (B)(6) 2015. The patient had some testing done and would find out the results today. She wanted to find out if the dilaudid was causing the side effects. The patient had several 20% increases for therapeutic purposes for pain control. At the end of (B)(6) when she got a 39% increase, she started experiencing the symptoms. The symptoms were sudden when she had a higher dose increase. She had shortness of breath, vision problems, she was tired, weak, and nauseous, and she had a decreased appetite. The symptoms continued after the dose increase; they were not intermittent. In (B)(6) 2015, the pump dose was decreased by 15% because the patient felt that she was getting overmedicated, but then it was too much of a decrease and she had to take more oral pain medication (norco). She went back again in june and the dose was increased 7.5%. The patient was tired of dealing with the changes in meds. On the date of the report, the patient had an appointment with her oncologist. The patient stated she ¿is aware she has cancer and it affects all the nerves in her legs and didn¿t have these issues before and keeps thinking it is side effects from dilaudid¿. The patient had a follow-up appointment with her pain management hcp on (B)(6) 2015 for a pump refill. The device system was delivering dilaudid. The interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).